Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 408 mg/dl. The customer reverted to manual injections to manage diabetes and the bg level lowered. There was a temporary delay in clearing the alarm.